Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
The patient underwent right total knee replacement on (B)(6) 2019, revised on (B)(6) 2019 due to infection. Underwent poly liner removal, wash out and replacement. The same size insert was used in revision.